Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient's mother stated that the smart device battery was low and had multiple applications running in the background. Patient's mother said she would charge the smart device and close all other applications to see if this resolves the issue. No injury or medical intervention was reported.